Event description:
Boston scientific received information that this right ventricular lead displayed and acute rise in pacing impedances of greater than 500 ohms from one measurement to the next. A decline in r amplitude and an increase in pacing threshold was also noted. The patient was seen for a surgical procedure where the lead was explanted and replaced. There were no adverse patient effects. The lead has been returned for analysis.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. The lead was returned severed in two segments approximately 27.5 centimeters from is-1 terminal pin. It was noted that the distal dbs cable was disconnected from the connector block at the proximal end in the yoke molding area. This damage was likely induced from handling during the explant procedure. Suture footprints indicated that the suture sleeve was tied-down on the lead body approximately 23.5-25.5 centimeters from is-1 terminal pin. The rs- coil was fractured at the distal end of suture sleeve tie-down area, approximately 25.7 centimeters from is-1 terminal pin. The clinical observations were able to be confirmed via laboratory analysis.